Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one abut, zir, ang,4.5mm,6.0mm, (zra461a) and crown were returned for investigation. Visual evaluation of the as returned products identified fracture around the ceramic portion of one abutment. The abutment presented signs of wear/use and the crowns was detached. Functional testing was not performed due to the nature of the device and events. No pre-existing conditions were noted. The reported devices had been placed on tooth 35 & 36 (fdi) for an unknown amount of time. Device history record (DHR) review for the lot (2020110414) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020110414) for similar events (complaint category keywords: loosening & fracture) and 1 other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur for one abutment and fracture was confirmed. However, no malfunction was identified for the other abutment and loosening could not be verified as the exact details of event were unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported loosening in the crown.